Event description:
The customer tested his blood glucose using his contour ts meter and rec'd a reading of 250 mg/dl. She retested using another meter and rec'd a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.